Event description:
It was reported that the customer had a backlight anomaly. Customer stated that the pump did not have a low battery status and another button was not pressed before the backlight button. The pump was in easy bolus or vibrate mode. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with no backlight function due to faulty el panel on the lcd board. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.